Manufacturer narrative:
The field service representative performed extensive troubleshooting to resolve the issue, which included checking all probes and mixer alignments. During that troubleshooting service discovered the r1 probe was bent and replaced and calibrated the part. As a precaution the r2, and mixer 1 and 2 and cuvette dryer tip (observed to be dirty) were replaced and calibrated. However, the alnty c-series reagent probe was deemed the likely cause for the falsely elevated magnesium results. The module function was verified with a control/precision run. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending for the alnty c-series reagent probe did not identify any trends. A review of the scorecard identified no similar issues related to the alinity c or likely cause parts as described. A review of historical data found no non-conformances related to the current complaint. Based on the investigation, no systemic issue or deficiency for the alinity c processing module sn (B)(6) or alnty c-series reagent probe was identified. All available patient information was included. Additional patient details are not available.

Event description:
Additional information provided by the customer on 07mar2023. Additional results provided: sid (B)(6) initial result = 2.45 mmol/l, repeated on another analyzer = 1.05 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Additional information in section a1 patient identifier, section b5. Completed information for section a1 patient identification: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for multiple samples that were not reported out of the laboratory. The following information was provided: sid (B)(6). Original result = 1.16 mmol/l, repeat results = 3.90 mmol/l, 0.84 mmol/l, 0.83 mmol/l additional result (no sid) = 3 mmol/l, then 0.7 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.